Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently displayed a battery depletion (bd) code with 15% remaining battery longevity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within 90 days. Recently, this device was explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD has been lost by the healthcare facility and is not expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently displayed a battery depletion (bd) code with 15% remaining battery longevity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within 90 days. Recently, this device was explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently displayed a battery depletion (bd) code with 15% remaining battery longevity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.